Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause is user handling. Customer stated that the issue was not related to the device and not to patient interface (pi). The reported event was related to surgeon and to patient anatomy. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the patient interface pressure failed resulting in the interruption of laser emission during a lasik procedure. The patient interface was exchanged to complete the procedure. There was no harm to the patient.